Manufacturer narrative:
Evaluated three opened/used reservoirs. Inspected reservoirs snap-cap, and septum for anomalies. None were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. We performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was occluded. The customer's blood glucose was 162 mg/dl at the time of incident. The reservoir will be returned for analysis.